Event description:
It was reported that a user experienced continuous glucose monitor (cgm) signal loss between a dexcom g7 and the ilet, which resolved without intervention when the user reported seeing glucose readings. No adverse clinical symptoms were reported. Outcomes included no impact on health and no medical intervention. User support included customer troubleshooting and education to confirm correct cgm configuration. Investigation of this case revealed a transient loss of cgm-to-pump communication that was resolved on its own, consistent with a user interface or configuration issue rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a brief transient loss of communication between the cgm and the pump.